Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with sensor and fingerstick readings initially ¿high,¿ later measuring 524 mg/dl and then 470 mg/dl after a guided supply change when the user had run out of insulin and had not changed supplies in a timely manner, indicating an improper or incorrect use procedure with no specific device component implicated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with no applicable component-level issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.